Event description:
On or about (B)(6) 2010, a crna induced a pt for a geta, using a greenline/d miller #3 blade, attempted a direct laryngoscopy. During the laryngoscopy with a subsequent grade I view of the glottic opening and cords. Before intubation could be accomplished, the greenline blade fractured but did not fail completely. The fractured blade in this case did result in a loss of control of the pt's head and required a second direct laryngoscopy with a reusable blade and successful intubation.